Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during attempted implant of this left ventricular (lv) lead, the guidewire could not be advanced due to a distally closed lumen. The lv lead was removed and replaced. No adverse patient effects were reported.